Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
Per medical records it was reported that (B)(6) 2009: patient presented with preoperative diagnoses: 1) status post right hemilaminectomy and partial diskectomy at l3-4; 2) recurrent disk herniation and continued right lower extreme radiculopathy. Procedure performed: 1) revision wide laminectomies and foraminotomies at l3-4 and complete removal of facets; 2) posterior lumbar interbody fusion after complete diskectomy at l3-4; 3) use of a cage in the interbody space of l3-4; 4) use of local bone autograft, rhbmp-2 bone morphogenic protein product, and bone graft compression- resistant matrix in interbody space at l3-4; 5) posterior spinal arthrodesis at l3 -4; 6) use of the pedicle screw and rod system posterolaterally at l3-4; 7) use of local bone autograft as well as rhbmp-2 posterolaterally at l3-4. Op notes: rhbmp-2 as well as local bone autograft was placed over the decorticated bony elements in the lateral gutters on both sides. Intraoperative x-ray confirmed that the correct level was done and that the hardware was in good position. Patient alleges unspecified injury due to the use of rhbmp-2.